Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over 18 years old. Reported event of guidewire distal tip detached exposing the tip of the metal corewire. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive three-port through the peg jejunal tube was used during a tube placement procedure performed on (B)(6) 2015. According to the complainant, a percutaneous endoscopic gastrostomy procedure was successfully performed using an endovive safety peg kit pull method. After the procedure, the jejunal tube was then placed in the small intestine. The physician grasped the suture loop at the tip of the jejunal tube using a grasping forceps then advancing the tube to the pylorus. When the tube crossed over the pylorus, the physician delivered the accessory guidewire over the tube. The physician noticed that the guidewire was stuck and was difficult to manipulate. Both the jejunal tube and guidewire was removed from the patient. The guidewire distal tip was found detached exposing the tip of the metal corewire. A different guidewire was used and the procedure was completed with this endovive three-port through the peg jejunal tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The visual examination of the returned device revealed that the guidewire core and coil wires were separated and extending from blue captive straightener. The remainder of the guidewire packaging hoop was not returned. The flex cannula was also returned and was without issue. The coil wire was unraveled and the corewire detached from the ball weld causing the distal tip to be exposed. The ball weld remained attached to the coil wire. The core wire was bent. The overall length of the core wire was measured and found to be within specifications. It was noted that the condition of the returned unit was consistent with the complaint incident that the guidewire distal tip detached/separated. Based on all gathered information the investigation fails to determine a definite root cause. A device history record (DHR) review of lot number 17427744 was performed and revealed no issues related to the reported complaint. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an endovive three-port through the peg jejunal tube was used during a tube placement procedure performed on (B)(6) 2015. According to the complainant, a percutaneous endoscopic gastrostomy procedure was successfully performed using an endovive safety peg kit pull method. After the procedure, the jejunal tube was then placed in the small intestine. The physician grasped the suture loop at the tip of the jejunal tube using a grasping forceps then advancing the tube to the pylorus. When the tube crossed over the pylorus, the physician delivered the accessory guidewire over the tube. The physician noticed that the guidewire was stuck and was difficult to manipulate. Both the jejunal tube and guidewire was removed from the patient. The guidewire distal tip was found detached exposing the tip of the metal corewire. A different guidewire was used and the procedure was completed with this endovive three-port through the peg jejunal tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.